Event description:
Reporter indicated that the patient has experienced an increase in seizures since re-implant surgery. The patient is being seen by neurologist every two weeks due to increase in seizures. It was also reported that the patient's speech has slowly decreased and that now patient is non-verbal. Report also indicated that the magnet has been effective when using it to abort the patient's seizures.